Manufacturer narrative:
No patient information was provided. No patient event reported. Product has not been returned but reporter indicated product is available for evaluation.

Event description:
A nurse reported that a 3m ranger(tm) high flow disposable set was used to warm blood during a cardiac procedure. The set allegedly leaked with blood exposure to the anesthesiologist and perfusionist. The blood exposure was limited to the health professionals' clothes below the waist. There was a delay in surgery but no patient injury. A manual pump was in the tubing and may have been used before the alleged leak. The pump was not being used at the time of the leak.

Manufacturer narrative:
One 24370 sample was received. There was no lot number for the complete unit. The heat exchanger component lot was 23315a. The heat exchanger has a cut/crack at the rear end which is likely where the leak occurred. There was also a spring 3/8" x 2" included with the sample. The 24370 does not use any components that contain springs. This likely came from the manual pump that was used prior to the leak. The pump could have instigated the leak if too much pressure was applied. The 24370 unit is rated for 300 mmhg/ 5.8 psi. The manual pump may have applied too much pressure compromising the heat exchanger and tubing set. In addition, 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made.